Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the emergency doo button of the external pulse generator (epg) was accidently pressed once during use on a patient and a confirm alert was not received. It was noted that the patient then sustained a "cardiac arrest". No further patient complications have been reported as a result of this event.